Event description:
It was reported that during an open-end ileostomy reversal, the surgeon used the device to perform a side-to-side anastomosis. The patient came into the ed several days later and was returned to the or. The surgeon discovered a staple line leak (bowel leak), approximately 8mm long, at the anterior side of the crotch. There was no delay to the surgery. No fragments were generated.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Linear cutter: tlc75 and tcr75. Surgeon experience: 5 plus years. Surgical photographs/videos available: no. The customer feel that the staple line was either incomplete or failed entirely. The group (colorectal group) has extensive experience with the device and understand how to use it safely and effectively. The patients that they operate on are generally difficult, suffering from crohn¿s, ulcerative colitis, etc. The hospital does not record the lot number of the device or cartridges. There are no issues noted intra-operatively and the patient is hemostatic in the or during the initial surgery. No contour device is used. There are no issues with staple formation during the initial procedure. The patient got sick post-op and is taken back and there is a gap in the staple line. During the re-op it is unknown if the leak is repaired with suture or staples. It is unknown if the tissue is ischemic. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.